Manufacturer narrative:
B5. Describe event or problem: corrected. E1 initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. During coronary stent implantation, a 28 x 3.00 promus premier drug-eluting stent was positioned, but it could not be deployed and dilated despite repeated pressure. The pressure pump was replaced, and the problem still occurs. The physician then withdrew the stent into the guiding catheter and safely withdrew it from the patient's body under fluoroscopy. However, during the procedure, the stent delivery shaft was fractured 20 mm from the guidewire outlet, resulting in pressure not entering the stent balloon and the stent could not be deployed. The procedure was then completed with a different device. There were no patient complications reported and the patient was stable following the procedure. It was also reported that the 90% stenosed target lesion was located in the non-tortuous and severely calcified coronary artery. An attempt was made to inflate the balloon 4 times at 12 atm. It was further reported that the shaft was not separated in two pieces.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. During coronary stent implantation, a 28 x 3.00 promus premier drug-eluting stent was positioned, but it could not be deployed and dilated despite repeated pressure. The pressure pump was replaced, and the problem still occurs. The physician then withdrew the stent into the guiding catheter and safely withdrew it from the patient under fluoroscopy. However, during the procedure, the stent delivery shaft was fractured 20 mm from the guidewire outlet, resulting in pressure not entering the stent balloon and the stent could not be deployed. The procedure was then completed with a different device. There were no patient complications reported and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).